Event description:
The customer reported that the system fluoroscopy would cut out intermittently and lock up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The b380 interface needs to be replaced. The reported issue is currently under investigation.